Event description:
It was reported that when using the bd pyxis medstation system, the drawers 2.1 and 2.2 was not on the bus. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care since medications were accessed from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were failed due to loose connections. A field service engineer reseated all connections to communication sled and rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.